Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that while placing the 2.5 x 28 mm promus stent in the distal left anterior descending, during a direct stenting, the balloon seemed to not be expanding. The pressure was increased up to 14 atms and it dropped down to 12 atms; the balloon just would not hold pressure. The stent was placed successfully; however, a hole was found in the balloon once it was removed from the body. Another 2.5 x 18 mm promus stent was placed distal to the lesion being treated, which overlapped by 3 mm. No problems were encountered when removing the device from its packaging or during preparation. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.